Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high reading.

Event description:
The customer reported via phone call that she got a calibration error and change sensor alarm on the insulin pump. Customer's blood glucose level was 212 mg/dl. The customer stated that bad sensor alert occured after a 2nd consecutive calibrtion error. The customer was advised to removed and change out the sensor. Customer was advised that would replaced sensor and agreed to return the product.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.